Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has strongly suggest that they do not use the aligners a couple of months ago. They are going to another dentist who can provide medical care for their mouth due to the aligners pushing plaque deep into their gums.

Manufacturer narrative:
In a letter received it was stated that a patient had moderate horizontal bone loss and heavy subgingival calculus build up and also periodontal disease. Updated h6: updated health effect: clinical code: bacterial infection 1735 and added deformity/disfigurement 2360.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.